Event description:
The following publication was reviewed: ¿endovascular treatment of a ruptured pararenal abdominal aortic aneurysm in a patient with coronavirus disease-2019: suggestions and case report¿ (luigi federico rinaldi et. Al, ann vasc surg 2020; 66: 18¿23, published online: 15 may 2020). The article discusses a case of a patient who presented with an abdominal aortic aneurysm that was treated with aortic repair (evar) in 2013 and was lost to follow-up for 5 years. The patient was referred to the unit of vascular surgery for severe abdominal pain, hypotension and eventually loss of consciousness on an unknown date. A computed tomography angiography (cta) was performed, showing a free rupture of the pararenal abdominal aorta, right above the previous endograft at the level of the renal arteries, and a massive intraperitoneal hematoma. Endovascular repair was therefore chosen, although the emergent setting left no time to purchase the most suitable devices, and the repair had to be carried out with the stocks available in the hospital warehouse. Owing to the shrinkage of the left kidney, it was decided that the left renal artery (lra) could be sacrificed and only the right renal artery (rra) was revascularized. Parallel grafting was performed by placing two gore® viabahn® endoprostheses in the rra and a gore® excluder® aaa aortic extender endoprostheses right below the origin of the superior mesenteric artery (sma). The lra was intentional covered. At the completion angiogram, complete exclusion of the aneurysm was observed, with patency of the sma and the rra. On postoperative day 2, a cta was performed that showed a type ia endoleak because of slight caudad migration of the aortic extender endoprostheses, with reduction of the retroperitoneal hematoma. A reintervention was carried out by implanting an additional gore® excluder® aaa aortic extender endoprostheses that was placed right below the celiac trunk (CT) origin. The completion angiography showed absence of leak and patency of the CT, sma, and rra. After awakening and extubation, the patient was stable and in good clinical conditions. It was additionally stated that in the present case, a longer proximal neck could have been obtained by performing a chimney graft on the sma from the beginning, which would have spared the patient the second intervention, but the emergent conditions of the patient (hemorrhagic shock with hemodynamic instability) made it preferable to try for a quicker and less invasive treatment. That was in fact successful in excluding the aneurysm and stop the intraperitoneal hemorrhage, as demonstrated by the hemodynamic stabilization and the cta, and made it possible to perform the reintervention on a stable patient, in nonemergent setting.

Manufacturer narrative:
H6: code 1494: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, with a minimum aortic neck length of 15 mm. Additionally, the IFU states that the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. This reported case was a ruptured pararenal aorta which is outside the instructions for use.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following publication was reviewed: ¿endovascular treatment of a ruptured pararenal abdominal aortic aneurysm in a patient with coronavirus disease-2019: suggestions and case report¿ (luigi federico rinaldi et. Al, ann vasc surg 2020; 66: 18¿23, published online: 15 may 2020). The article discusses a case of a patient who presented an abdominal aortic aneurysm that was treated with aortic repair (evar) in 2013 lost to follow-up for 5 years. A computed tomography angiography (cta) was performed, showing a free rupture of the pararenal abdominal of the renal arteries, and a massive intraperitoneal hematoma. Endovascular repair was therefore chosen, although the emergent setting left no time to purchase the most suitable devices, and the repair had to be carried out with the stocks available in the hospital warehouse. Gore® excluder® aaa aortic extender endoprostheses (pla) was placed right below the origin of the superior mesenteric artery (sma) and deployed with intentional covering of the lra. On postoperative day 2, he performed a cta that showed a type ia endoleak because of slight caudad migration of the pla, with reduction of the etroperitoneal hematoma. Reintervention was carried out by implanting and additional pla that was placed right below the celiac trunk origin. After awakening and extubation, the patient was stable and in good clinical conditions.